Event description:
Customer stated having issues with the insulin pump. Customer was able to bolus an hour prior to calling. Currently the device had a blank display. Customer's blood glucose was 162 mg/dl. The device was not dropped, bumped, or exposed to moisture. Customer uses (B)(6) batteries. Battery compartment, battery cap, or springs were not damaged, missing, nor corroded. New battery was inserted and display returned. Customer was advised to monitor the device and a new battery cap was going to be sent. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.